Event description:
Pca (letter e) pump malfunction- first dose of 2mg of morphine recorded, dose repeated - only registered as total of 3.3mg of morphine. Pt looked to be in shock-color pale and low bp and low pulse. Pt given neosynephrine ivp;EKG done. Pharmacy director notified and pump to be sent to pharmacy; no patient injury; pump returned to abbott for follow-up report on 6.12/92; abbott rep. Contacted pacu on 6/11/92 and medical department at abbott spoke to pacu also on 6/11/92. Pump reported to malfunction and appeared to administer 1.3mg instead of 2mg dose of morphinedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.